Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sensor glucose], auto mode repeated blood glucose request. The customer reported blood glucose value of 227 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), discontinue use of insulin delivery system. Customer reported the following led up to the event: kicked out from auto mode because of low alerts and no blood glucose entered / delivery suspended. Document treatment for high blood glucose: bolus using pump. The event involved product(s) mmt-441aj, mmt-1884l, mmt-7040a, mmt-342. Customer reported high blood glucose. Cust is requesting assistance with entering auto basal. Reviewed auto mode readiness/smart guard checklist screen. Explained what was missing to enter into auto mode/smart guard and how to resolve. No further patient complications were reported. No product return is required for mmt-441aj. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-342. The customer will continue using the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.